Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following results: a review of the pump¿s history showed no evidence of a load step malfunction. No load step malfunction occurred during investigation. The pump was loaded and primed to 100 units. The pump was then rewound and loaded; the pump loaded to 100 units. The force sensor was found to be in calibration. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was dispensing all the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.